Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, the device was used successfully to capture one stone and upon the attempt to capture the second stone, the basket would not opent as the rod on the handle broke. The device was removed and there were no adverse effects to the patient.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.